Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion was located in an unspecified coronary artery. While attempting to load a 2.5x16mm liberte' bare metal stent, the shaft snapped outside of the patient. The procedure was completed with another device. No patient complications occurred. Patient status is listed as good. Additional information has been requested, but is not available.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion was located in an unspecified coronary artery. While attempting to load a 2.5x16mm liberte' bare metal stent, the shaft snapped outside of the patient. The procedure was completed with another device. No patient complications occurred. Patient status is listed as good. Additional information has been requested, but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte (mr) stent delivery system (sds) in two pieces. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the hypotube was broken at 56cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).